Event description:
It was reported that the screw fractured during final tightening of the blocker in the tulip head. Dr. [ ] removed the broken screw and inserted a new one. The delay in surgery was around 30 minutes.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Methods: device history review; device inspection; risk assessment; complaint history review. Results: the customer reported the tulip and bone screw were observed to be disengaged during the d final tightening of the blocker. The returned device was confirmed to be a xia 3 titanium polyaxial screw (cat #482317535). The tulip head of the screw was disengaged. The screw was removed, replaced and there were no adverse effects to the patient. Visual inspection revealed a large dent on the edge of the screw head suggesting a high angulation during tightening and the resulting dent was larger than what would be expected of a dent resulting from a 12 nm tightening force. Evaluation of the manufacturing records did not reveal any nonconformity related to the reported event. Review of previous complaints and findings of r&d engineers has revealed that over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip. Conclusion: the results of this investigation along with the attached r&d report support the finding that the most likely cause of the identified tulip disengagement is over tightening at a high screw angulation. The surgical technique clearly states that tightening torque should not exceed 12 nm.

Event description:
It was reported that the screw fractured during final tightening of the blocker in the tulip head. Dr. [ ] removed the broken screw and inserted a new one. The delay in surgery was around 30 minutes.